Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the buckle of a seat belt struck the touch screen and the touch screen became shattered. Customer is unable to read the pump touch screen due to the damage. Customer's blood glucose was 88 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and also has manual injections available if needed.